Event description:
It was reported both patient's leads were explanted on an unknown date for an unknown reason. No further information is known at this time. It is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: n/a, batch: 48013. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.